Manufacturer narrative:
The user facility indicated that the device was available for evaluation and was with the risk management department. Good faith efforts to obtain the device and additional event information have been unsuccessful. Without the actual product an evaluation could not be performed. Because the product model number and lot number were not provided, a review of the device history record could not be performed. In the event that the device is returned, a follow-up report will be made. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety.

Event description:
On (B)(6) 2006, surgiquest become aware of a purported malfunction with an airseal trocar. The event was reported as: " during a partial nephrectomy, they inserted the suction irrigation device and noticed a blue piece of the device fell into the abdominal cavity. The piece was retrieved and there was no harm to the patient". No additional information regarding the event was provided by the user facility.

Manufacturer narrative:
One used/damaged airseal 12 mm access port was returned for evaluation approximately 2 years after the complaint was filed. An evaluation and visual inspection of the returned device confirmed the reported problem. The damage observed on the device is believed to be use related. A very large instrument was used while the soundcap was on the cannula. This perforated and then tore off a piece of the blue soundcap material. This failure mode has been found to be use related. The lot number for this device was not provided; therefore, a review of the vendors certificate of conformance could not be performed. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following precautions and warnings: if using the optional sound cap (8 mm, 12 mm): inspect sound cap blue foam and blue seal prior to use. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. Failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time.